Manufacturer narrative:
(B) (4). This reported lot number is subject to the recall initiated february 8, 2010. Therefore, this report requires a 5 day MDR based on this new information.

Event description:
Procedure type: hernia. According to the reporter: product would not fire. Used an abstack as back up. Operating room delay unknown at the time of this complaint. Sales rep reported delay in operating room time of 5 minutes.